Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter: the consumer stated that when removing the needle shield the need hub separates. Date of event: unknown. Samples: available.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter: the consumer stated that when removing the needle shield the need hub separates. Date of event : unknown. Samples : available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.